Event description:
The report received from the affiliate states that the guidewire tip stretched in the patient. The patient is female, (B)(6). The target lesion was the right anterior tibial artery and fibular artery which were severely stenosed. The lesion was calcified and there was some thrombosis present. The physician first used a terumo 150 guidewire to access the lesion then changed to use an sv5 (503558x/ lot 71209720) wire. The product looked normal when taken from its packaging. The product was prepped as per the IFU. The distal tip was not manipulated in any way. During the advancement of the wire, the physician found the torque response was not good. Resistance was felt as the physician attempted to cross the lesion with the wire. A torque device was used. There was no unusual twisting or torquing of the device. The wire was not "jackhammered" against the vessel wall. It is unknown if the tip prolapsed at any time during the procedure. When the resistance was met, the guidewire was not pulled back and then re-advanced. The physician withdrew the guidewire and found the guidewire tip was stretched. There was no evidence that the wire became caught on anything in vessel that may have caused the tip to stretch. The guidewire remained intact. The physician changed to a v18 (bsc) wire to complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
The report received from the affiliate states that the sv5 guidewire tip stretched during use in the patient. The patient is female, (B)(6). The target lesion was the right anterior tibial artery and fibular artery which were severely stenosed. The lesion was calcified and there was some thrombosis present. The physician first used a terumo 150 guidewire to access the lesion then changed to use an sv5 ((B)(4)) wire. The product looked normal when taken from its packaging. The product was prepped as per the IFU. The distal tip was not manipulated in any way. During the advancement of the wire, the physician found the torque response was not optimal. Resistance was felt as the physician attempted to cross the lesion with the wire. A torque device was used. There was no unusual twisting or torquing of the device. The wire was not 'jack hammered' against the vessel wall. It is unknown if the tip prolapsed at any time during the procedure. When the resistance was met, the guidewire was not pulled back and then re-advanced. The physician withdrew the guidewire and found the guidewire tip was stretched. There was no evidence that the wire became caught on anything in vessel that may have caused the tip to stretch. The guidewire remained intact. The physician changed to a v18 (bsc) wire to complete the procedure successfully. There was no reported injury to the patient. The product was returned for analysis, however it was noted that two wires were returned. Upon inspection, both coil wires were unraveled and stretched and the flat core wires at the distal section were found fractured/ separated. Additional investigation clarified that the second wire returned belonged to another complaint and was processed accordingly. It was confirmed that the wire reported in this complaint did not separate during use in the procedure. Two non sterile pgw .018 sv short 300cm st were received coiled and tangled inside of a plastic bag for analysis. These products correspond to the specifications of catalogue 503558x reported. Several kinked/bent conditions were noted a long of the core wire of the two devices due to shipment condition. The coil wires were unraveled and stretched and the flat core wires at the distal section were found fractured/ separated. The wire assigned for this complaint presented a fracture at approximately 5cm from ptfe; sem results showed that the flat core wire fracture surfaces presented evidence of bending and smearing characteristics. Reverse bending could be related to these surface characteristics; however, this could not be conclusively determined. Cutting was discarded as a root cause by comparison with a sample which was intentionally cut. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported failure by the customer as 'distal tip-unraveled/stretched' was confirmed. The cause of this damage as well as the fracture on the core wire could not be conclusively determined; the sem results indicates that bending and/ or twisting could be related to these surface characteristics. Based on the information available for review, there are possible vessel characteristics (severly stenosed and calcified lesion) and procedural factors that may have contributed to the reported unraveled/stretched failure. Shipping may have contributed to the separated condition found during analysis. Neither the DHR review nor the product analysis suggests that failures found are related to the manufacturing process. Therefore no actions will be taken.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.